Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The customer stated that approximately 10 ml of fluid leaked and was not contained within the instrument. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gown, gloves, and goggles at the time of the event and no injury or exposure was reported.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer observed a hole in the tubing through pinch valve vl46b and proceeded to replace the tubing to resolve the leak. The customer reported that the instrument ran without any leaks following replacement of the tubing. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the leak with the help of cts over the telephone. (B)(4).